Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient was too skinny and that was part of the issue related to the removal of their system. No further information was reported.

Event description:
The cervical implanted system worked fine for the first three weeks only and that was after they turned it on one week after the implant. The patient developed an infection. The infection was all the way through his whole shoulders. The change was sudden, the patient experienced pain and that the stimulation was at a lower level which aggravated his pain. The health care provider (hcp) tried to clean it out however the situation did not improve and had complete system removed the first part of (B)(6) 2014. The pain affected the patient¿s head and also had pain in his right arm which was not affected before and after the removal he had to relearn how to use his hands. The pain was so bad that the patient could not hold his head up. Once the cervical system was removed the patient noticed an immediate difference. The patient also had a fall however that was after he noticed all of the changes. The patient was bedridden so long due to the infection that his legs gave out and fell out of bed while sitting on the edge. The patient was taken to the hospital by ambulance and that was when his hcp decided to remove the cervical system. Pictures were taken before the fall and that picture did not show any changes. The cervical stimulation was supposed to help with pain in the neck and shoulders. It was later reported that the patient was not explanted due to an infection. The patient was explanted because it was not helping with his pain and was frustrated mainly on the ipg placement. Additional information has been requested.